Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced no delivery alarm due to faulty reservoir. Customer changed reservoir and received no delivery alarm. Customer was away from home and had to resort to refilling old reservoir due to newer one causing no delivery alarm. Customer's blood glucose was 82 mg/dl. Reservoirs would be replaced per customer's request. No further information provided.